Event description:
During index procedure, the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the left sfa. Approximately 15 months post the index procedure, a revascularization of the tl was required, intervention was carried out 2 months later. An in.pact admiral was used during the treatment. The outcome is reported as resolved. The investigator has indicated that the event was possibly related to the study device and paclitaxel and definitely related to the study procedure.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stenosis) evaluation, conclusions: inherent risk of procedure ¿ (stenosis). (B)(4).

Manufacturer narrative:
Cec adjudicated the previously reported restenosis event which occurred approximately 15 months post index procedure as related to study device but not related to the procedure and paclitaxel.